Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced oversensing on the ventricular channel. The patient presented in clinic, the oversensing could not be reproduced. The auto-sensitivity was turned off and the device was reprogrammed. The patient is dependent and would continue to be monitored. The patient did not experience any symptoms.